Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex: unknown / not provided. Weight: unknown / not provided. Last name: unknown / not provided.

Event description:
It was reported that the cylinder would not seat in the implant. After implant placed and attempted to insert temp cylinder it would just spin and would not engage implant. Implant removed and another placed.

Event description:
It was reported that the implant was removed because the tooth we were replacing was #8 and required a temporary tooth. Without the temp cylinder, they could not fabricate a temp crown. Dr. Lashley even attempted to seat the temp cylinder after they removed the implant to ensure it wasn't because of bone or tissue involvement and it still would not seat. They were told that all components, including temp cylinders would be compatible with the new t3 implants when we switched. When they were unable to make a temp, we removed the 3i implant and placed another brand and fabricated a temp. There did not appear to have any damage to the internal threads of the implant and there did not appear to be any noticeable damage to the temp cylinder either.

Manufacturer narrative:
One (1) t3 pro tapered implant 4/3mm (d) x 11.5mm (l) (t3pt4311) was returned for investigation. The certain preformance temporary cylinder 3.4mm (hexed) (impftc34) was not returned. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implant could not seat in-house temporary cylinder. However, it assembled with in-house mating abutment as normal. Further evaluation revealed that the implant that was returned is a t3 pro 4/3 platform switched implant which has a 4mm collar diameter and a 3.4mm platform (purple). As a result, this implant mates with 3.4mm restorative components, not 4mm abutments. This implant is similar in line to many other biomet 3i prevail implants which include this platform switch. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 8 (universal) and were used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1253011 & 2022060092). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (1253011 & 2022060092) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (t3pt4311 & impftc34). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on available information, and functional testing, the implant malfunction has not occurred and the reported event was non-verifiable. Additionally, no malfunction associated with the temporary cylinder could be verified since it was not returned.